Event description:
It was reported that shortly after vns implant high impedance was seen. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.